Event description:
Customer was admitted to hosp for high blood glucose and diabetic ketoacidosis. Customer stated the pump was not alarming law reservior when the reservoir was empty. When customer last changed their set the reservoir volume went to 80, and on sunday the pump read 46 for a reservoir volume even though it was empty. Ever since customer rec'd this pump customer has had problems with the reservoir volume but customer never had it with their 508 pumps before. Customer however did not attempt a set change and had their set in for 5 days when customer was hospitalized.